Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient contacted depuy regarding significant knee pain they were experiencing. Patient's medical records were received. Records indicate the patient had patella clunk treated with an arthroscopy. Following the arthroscopy the patient was still experiencing significant pain. Update: 7/28/2015: patient claim received. Patient has been revised to address pain, dislocation, bone loss, and faulty cement. The cement is being reported and the insert and tray are being entered.

Manufacturer narrative:
No device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.